Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test after changing batteries in preparation for a trip. Customer's blood glucose was unknown. During troubleshooting for failed battery test customer could not find any battery for testing. Customer would call back when in receipt of battery.